Manufacturer narrative:
The hill-rom technician found the brake alarm switch not functioning. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008, 2009, 2011, 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom tech replaced the brake alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brake not set was not alarming. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).